Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that there was no signal at all. There was no patient involvement.